Manufacturer narrative:
Vyaire medical file identification: any additional information received from the customer will be included in a follow-up report. Customer reported that he replaced the user interface module and the unit still has issues. Vyaire fsr tested the unit and ran the ventilator for a long period of time with no issues found. Fsr was not able to duplicate the reported issue. Fsr replaced the gde, according to him it is most likely the source of the problem. Fsr calibrated the unit and performed operational verification procedure and user verification tests.

Event description:
The customer reported that the avea std comp user interface module went dark and stop cycling on a patient. They have transferred the patient to another ventilator. No patient harm was reported.